Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient had not been filtering enough fluid for four weeks. As a result, the patient became really sick and was hospitalized. The patient was currently completing hemodialysis (hd) and expected to go to a rehabilitation (rehab) facility. During follow-up with the patient¿s spouse, it was documented that on (B)(6) 2024 the patient was feeling weak and could not walk. The patient was brought to the emergency room (ER) and admitted to the hospital. The admitting diagnosis was unknown. The spouse stated that the patient was seen in the pd clinic earlier in the week for a peritoneal dialysis adequacy (kt/v) test which did not produce desirable levels. The patient¿s creatine was high. The patient was scheduled to bring another fluid sample to the clinic on (B)(6) 2024 but was admitted to the hospital. No additional information related to the hospitalization could be provided as the spouse was becoming confused with the details. The patient was discharged from the hospital on (B)(6) 2024 and admitted to the rehab facility. The patient is completing in-center hd three times per week while at the rehab. Once the patient returns home, it will be decided which treatment modality is best suited for the patient. Attempts to follow-up with the pd clinic to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the a visual inspection of the returned cycler exterior showed no signs of physical damaged. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. The teach pumps test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient had not been filtering enough fluid for four weeks. As a result, the patient became really sick and was hospitalized. The patient was currently completing hemodialysis (hd) and expected to go to a rehabilitation (rehab) facility. During follow-up with the patient¿s spouse, it was documented that on (B)(6) 2024 the patient was feeling weak and could not walk. The patient was brought to the emergency room (ER) and admitted to the hospital. The admitting diagnosis was unknown. The spouse stated that the patient was seen in the pd clinic earlier in the week for a peritoneal dialysis adequacy (kt/v) test which did not produce desirable levels. The patient¿s creatine was high. The patient was scheduled to bring another fluid sample to the clinic on (B)(6) 2024 but was admitted to the hospital. No additional information related to the hospitalization could be provided as the spouse was becoming confused with the details. The patient was discharged from the hospital on (B)(6) 2024 and admitted to the rehab facility. The patient is completing in-center hd three times per week while at the rehab. Once the patient returns home, it will be decided which treatment modality is best suited for the patient. Attempts to follow-up with the pd clinic to obtain additional information were unsuccessful.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient had not been filtering enough fluid for four weeks. As a result, the patient became really sick and was hospitalized. The patient was currently completing hemodialysis (hd) and expected to go to a rehabilitation (rehab) facility. During follow-up with the patient¿s spouse, it was documented that on (B)(6) /2024 the patient was feeling weak and could not walk. The patient was brought to the emergency room (ER) and admitted to the hospital. The admitting diagnosis was unknown. The spouse stated that the patient was seen in the pd clinic earlier in the week for a peritoneal dialysis adequacy (kt/v) test which did not produce desirable levels. The patient¿s creatine was high. The patient was scheduled to bring another fluid sample to the clinic on (B)(6) 2024 but was admitted to the hospital. No additional information related to the hospitalization could be provided as the spouse was becoming confused with the details. The patient was discharged from the hospital on (B)(6) 2024 and admitted to the rehab facility. The patient is completing in-center hd three times per week while at the rehab. Once the patient returns home, it will be decided which treatment modality is best suited for the patient. Attempts to follow-up with the pd clinic to obtain additional information were unsuccessful.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient had not been filtering enough fluid for four weeks. As a result, the patient became really sick and was hospitalized. The patient was currently completing hemodialysis (hd) and expected to go to a rehabilitation (rehab) facility. During follow-up with the patient¿s spouse, it was documented that on (B)(6) 2024 the patient was feeling weak and could not walk. The patient was brought to the emergency room (ER) and admitted to the hospital. The admitting diagnosis was unknown. The spouse stated that the patient was seen in the pd clinic earlier in the week for a peritoneal dialysis adequacy (kt/v) test which did not produce desirable levels. The patient¿s creatine was high. The patient was scheduled to bring another fluid sample to the clinic on (B)(6) 2024 but was admitted to the hospital. No additional information related to the hospitalization could be provided as the spouse was becoming confused with the details. The patient was discharged from the hospital on (B)(6) 2024 and admitted to the rehab facility. The patient is completing in-center hd three times per week while at the rehab. Once the patient returns home, it will be decided which treatment modality is best suited for the patient. Attempts to follow-up with the pd clinic to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler and the patient event of hospitalization for weakness and mobility issues possibly related to inadequate peritoneal dialysis adequacy test. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The information is limited and suggests that the patient is not obtaining adequate peritoneal dialysis. Inadequate dialysis is measured by the total solute clearance. Decreased solute clearance can be due to nonadherence with dialysis, loss of residual kidney function, adhesions, or low pd solute clearance due to a change in solute transport rate. (John m burkart, 2022) baed on the limited information and no allegation or evidence of a device malfunction, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.